Event description:
The device is being exchanged by the customer for an unknown reason.

Manufacturer narrative:
Received new information indicating the device was failing self test.

Event description:
The device is being exchanged by the customer for an unknown reason.